Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there was increased impedance noted on the right ventricular (rv) lead. The rv lead remained implanted and will continue to be monitored. The patient was in stable condition.